Manufacturer narrative:
Sterile package breach before use. No injury or medical intervention. It was reported that the bd 20ml syringe luer-lock¿ tip bulk sterile convenience pak trays were broken before use causing a sterility breach. No injury or medical intervention.

Event description:
It was reported that the bd 20ml syringe luer-lock¿ tip bulk sterile convenience pak trays were broken before use causing a sterility breach. No injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: returned material showed reported defect. Complaint history check for lot 7214872 was verified and no discrepancies were found about the above described problem. A complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7214872. No findings in qns/ncmr/DHR about the lot numbers 7214872 was found. This is considered as an isolated issue. During the manufacture of this product, 100% visual inspection is performed after the tray sealing process looking for any damage in the trays. During the 100% inspection no indication of cracks or damage was detected by our operators. Our quality engineer visually inspected the returned unit and confirmed that the tray was cracked. The engineer concludes that the damage most likely occurred as the result of mishandling of the product after the sealing process. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. Based on the description received the cracked trays were confirmed since samples were received showing the defect above described. Defect was duplicated by dropping trays to the floor and damaging the upper corners. A quality alert #107 will be issued for the above described defect to aware all personnel involved in the convenience area to prevent mishandling during the packaging and the sealing process. The barrier height will be increased to prevent trays from falling off to the floor. Any trays dropped will be scrapped. Incoming inspection will be notified about this defect in case of any supplier process change. Root cause description: the cracked trays may be potentially caused by mishandling after the sealing process. The operator is putting the sealed trays on the conveyor, but sometimes the barrier of the conveyor is not high enough to keep the trays in place so that there are some trays falling off to the floor during the loading.

Event description:
It was reported that a crack was found under the lid of a bd syringe luer-lock¿ tip bulk sterile convenience pak before use. No injury or medical intervention.